Event description:
Additional information received reported that the patient¿s pain was getting worse and he could not see his new health care provider (hcp) as the clinic was closed until (B)(6) 2013. The patient did receive injections from his hcp on (B)(6) 2013 but they had worn off and he could not recharge his implant at all, it was not communicating. The patient stated that he may have the device removed due to previous unrelated experience going to the emergency room (ER) ¿was not positive.¿

Event description:
It was reported that since the patient¿s car accident on (B)(6) 2013 he had not been able to charge his device. The patient was rear ended and when this happened the device sent a jolt down both of his legs. The patient only got the reposition antenna screen on the recharger and tried to charge every day since the accident. The patient was unable to communicate with his programmer too. The patient reportedly emailed the manufacturer representative on (B)(6) 2013 but had not heard back. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 37744, serial# (B)(4), product type: programmer, patient. Product ID: 37754, serial# (B)(4), product type: recharger. (B)(4).